Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of remote transmission, the patient received inappropriate atp therapy for supraventricular tachycardia misdiagnosed as vf due to programming. Programming changes were made. The patient was fine.